Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: the return tube was cracked, the float switch was broken (a piece of it is lying in the bottom of the fluid reservoir), and the drain valve was leaking fluid. Functional testing confirmed the complaint. Root cause was attributed to the broken float switch was triggering the alarm. The air detector was functioning as intended. The most probable cause for the air detector is use error; it was thought that the gas/vent filter was not fully primed or not pushed in firmly. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the damaged return tube, float switch, leaky drain valve, the o-rings and the an guard per preventative maintenance (pm). Device passed functional testing after the completed repairs.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
A device was sent to the investigation site with an unknown issue. Information on the issue is being requested. Patient involvement unknown.